Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the overdischarge state was resolved by using the patient recharger to bring the ipg out of overdischarge, which took approximately one hour. The prolonged depletion was attributed to extended periods without recharging due to personal circumstances, and the issue is now resolved. The physician has been informed and all information was provided.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the patient's implantable neurostimulator (ins)  is overdischarged and rep required help on how to start physician recharger mode. The patient indicated that the ins had been depleted for a couple of years. Troubleshooting was not required. The issue was not resolved through troubleshooting. The rep will attempt to charge the ins with the patient.